Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this right ventricular (rv) lead showed a dislodgment that was confirmed via chest scan. The lead also showed high pacing thresholds and ventricular pacing failure. A surgical intervention was performed in which the lead was taken in and out several times. When the lead was screwed again, it did not come out. A new lead was placed in the ventricular septum and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead showed a dislodgment that was confirmed via chest scan. The lead also showed high pacing thresholds and ventricular pacing failure. A surgical intervention was performed in which the lead was taken in and out several times. When the lead was screwed again, it did not come out. A new lead was placed in the ventricular septum and the procedure was completed. No additional adverse patient effects were reported. The product was returned for analysis.